Manufacturer narrative:
Samples received: 12 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 12 closed samples and 1 open and unused sample with needle detached from the thread, and the thread is still wound on the pack. Tightness test to the closed samples received has been performed and units are tight. We have tested the needle attachment of all closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.49 kgf in average and 0.33 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that needle detachment from the suture occurred. This issue was noted upon opening the packet. There was no patient harm.